Event description:
A customer reported that during a procedure the laser would not stay on, the probes are not being recognized and they had trouble with the touchscreen. The laser would stay on for a few seconds and then shut down. Surgery was completed with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).